Event description:
During a coronary stenting procedure, the physician felt friction and decided to retrieve the stent delivery system. While retrieving the cypher, the stent fell off inside the guiding catheter. A snare was used to retrieve the stent, the target lesion was not treated. There was no injury to the pt.